Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic umbilical hernia repair procedure, while mesh fixation after pressing the trigger, the tacks weren't able to come out from the shaft properly and that's why weren't penetrating into the abdominal wall. Even the internal guiding mechanism got ruptured which is clearly seen from the external view. Tacks were not able to penetrate into abdominal wall and fell into patient's cavity - they were removed with the help of bowel grasper. The surgical time was extended by more than 30 minutes. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the shaft was bent and the instrument was fully fired. Functional testing was precluded due to the observed condition of the instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.